Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl, shaking, sweating and weakness. Reportedly, customer entered the incorrect amount of carbohydrates prior to delivering a bolus, and a subsequent 15 unit bolus was delivered. Bg was addressed via consumption of carbohydrates. System check with tandem clinical support confirmed the pump was functioning as intended.